Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed flow rate accuracy test. No additional information is available.

Manufacturer narrative:
Correction: d9: date returned to MFR. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate accuracy test" was not reproduced. The device was tested for flow accuracy and it passed. The event history log was reviewed for the last days of customer use, 04-nov-2025. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.